Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "damaged". Upon review of the event history, quality engineering identified 814:04 to be the determined condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective air in line printed circuit board (ail pcb). The ail pcb was replaced and recalibrated to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).